Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. Customer changed the cartridge to address the bg. Customer reverted to an alternate method of insulin therapy.